Event description:
During treatment of an aneurysm, it was difficult to position the coil within the aneurysm. It was decided to remove the coil. In doing so, the coil prematurely detached partially in the microcatheter and in the parent artery. No attempts were made to retrieve the coil. The physician chose to occlude the artery. On (B)(6) 2013 it was reported that following the procedure, the patient was in a coma. The patient recovered well and was discharged within that week. Patient information - patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample was not performed as a portion remains within the patient and the delivery pusher was reported to not be available. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.